Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair coming out") and depression ("its depressing"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and depression outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hair loss, depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair coming out") and depression ("its depressing"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal and depression outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : hair loss, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.